Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 55 mg/dl, and the meter bg reading was not provided. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 38 mg/dl resulting in the customer losing consciousness and emergency medical technicians being called. The customer was transported to the emergency room and subsequently hospitalized on (B)(6) 2025. While in the hospital, the customer was treated with an intravenous fluids of saline. System check with tandem technical support did not identify any additional issues with the pump or related supplies. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.